Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated alinity c total bilirubin results for a patient. The following data was provided: (B)(6). There was no impact to patient management reported.

Event description:
The customer observed a falsely elevated alinity c total bilirubin results for a patient. The following data was provided: ID (B)(6) (all measurements on (B)(6) 2021). Results before recalibration: 1. Reaction test error. 2.> (B)(6) mg/dl; 8:59h; sdr; 1:5 dilution. 3.> (B)(6) mg/dl; 9:32h. 4. (B)(6) mg/dl; 9:33h; d; 1:10 dilution. 5.(B)(6) mg/dl; 9.33h; d; 1:10 dilution. 6.> (B)(6) mg/dl; 9:33h; d; 1:5 dilution. 7.> (B)(6) mg/dl; 9:33h, d; 1:5 dilution. Results after recalibration: 8. <(B)(6) mg/dl; 9:40h; dr; 1:5 dilution. 9: <(B)(6) mg/dl; 9:40h; dr, 1:5 dilution. 10. (B)(6) mg/dl; 10:24h; s. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for falsely elevated results when using alinity c total bilirubin reagent lot 60069uq06 included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. A ticket search by product lot number found no abnormal complaint activity. Trending was reviewed and did not identify any trends for the product for the issue. File sample analysis was not performed as the issue appears to be specific to the documented patient samples. Message code 1041 ¿unable to calculate result. Reaction check failure.¿ was generated for the initial test of sid (B)(6). As part of troubleshooting, the calibration curve used to generate the suspect results was reviewed and appeared to have shifted. The assay was re-calibrated and acceptable results were generated. The device history record was reviewed and did not identify any non-conformances or deviations related to the likely cause list number/lot number and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for alinity c total bilirubin reagent lot 60069uq06 was identified.